Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined that the reagent probe b collar wash valve was not functioning; the fse replaced the collar wash valve to resolve the issue. The beckman coulter internal identifier for this report is (B)(4).

Event description:
A customer reported to beckman coulter (bec) that they had problems with quality control (qc) recovery on their unicel dxc 660i synchron access clinical system and excess moisture was observed in the reagent compartment. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.